Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) stated she does not think she is getting "super benefits" from this group setting she is on for the past few months. The pt stated she is on group c and her programs are set : 1 - 1.6 2. 1.3 3 - 1.4 4. 1.5 pt stated that her leg is buzzing and she is sitting and she did not make any adjustments she just started feeling while on the call with pss. The pt mentioned it seems that stimulation just seems to "go off" pss reviewed that her programming may include "cycling" which will give the sensation that stimulation is off as the stim cycles. The pt mentioned she has huge amounts of pain in the lower back since she has been in the hospital pt clarified since 1 month or 3 weeks ago. The lower back pain is worse than the left leg pain she was implanted for. The pt stated her back pain has gotten worse. The pt stated it feels like the pain is going down the right leg like "sciatica". The pt described the pain as "a sharp pain". The pt stated the pain happens routinely. The pt does exercises gently but she has to be careful or it may make the pain worse. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said they couldn't tell if stimulation was on or off but the black box told them it was off. The issue seemed to be with the battery which the rep helped place the contacts until they were connected. They were very helpful. They can't tell if the implant is beneficial at all. It vibrates down their legs but doesn't hurt. They were taught to lower the number to stop the vibration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.